Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Therapy delivery was currently unaffected; however, device replacement was recommended. The cardiac resynchronization therapy defibrillator remains in service at this time and no adverse patient effects were reported. It was additionally reported that the ICD was successfully explanted an replaced. The device was retained for awhile at the facility for quarantine; however, it is was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Therapy delivery was currently unaffected; however, device replacement was recommended. The cardiac resynchronization therapy defibrillator (crt-d) remains in service at this time and no adverse patient effects were reported. It was additionally reported that the crt-d was successfully explanted an replaced. The device was retained at the facility for quarantine; however, it is expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Therapy delivery was currently unaffected; however, device replacement was recommended. The cardiac resynchronization therapy defibrillator remains in service at this time and no adverse patient effects were reported.